Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that spectrum pump "they are dissatisfied with zosyn and had to change to infuse over 4 hours due to upstream occlusion". Any patient involvement, injury or medical intervention is unknown.